Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident cup. Additionally, an unknown trident liner was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported that the patient had her right hip replaced by dr (B)(6). Did this revision surgery. She was revised for pain. Dr (B)(6). Removed the acetabular component, at that time he noted a broken screw was left in the patient. She also had metal debris. Dr (B)(6) then reimplanted a tritanium cup and liner.